Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 14-aug-2022, UDI#: (B)(4), h3: product ID: 97715, serial#: (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID: 977a260 serial#: (B)(6) was returned for product analysis. Analysis found the lead body conductor was broken at injex anchor site medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain and loss of stimulation. High impedance was observed on the day of surgery with impedance measurements recorded as 0¿40000, 1¿40000, 2¿40000, 3¿29760, 4¿40000, 5¿40000, 6¿40000, and 7¿40000. A device revision was performed in which the lead was explanted and replaced, and the issue was reported as resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.